Event description:
It was reported that during a biopsy procedure at the user facility that the handle came off of the access cannula. The procedure was not completed successfully due to the fact that the cannula broke off inside the patient after several attempts to remove it. There was an adverse consequence in that the cannula broke off 10mm below the skin and was cemented into the vertebral body. A clinically significant delay was also reported due to the patient not being released from the hospital until the following day. It was reported that the patient is doing well and not in pain from the device material left behind.

Event description:
It was reported that during a biopsy procedure at the user facility that the handle came off of the access cannula. The procedure was not completed successfully due to the fact that the cannula broke off inside the patient after several attempts to remove it. There was an adverse consequence in that the cannula broke off 10mm below the skin and was cemented into the vertebral body. A clinically significant delay was also reported due to the patient not being released from the hospital until the following day. It was reported that the patient is doing well and not in pain from the device material left behind.